Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available or the device history record (DHR) is reviewed, a supplemental report will be submitted.

Event description:
It was reported that a 19mm aortic valve is failing due to unknown reasons after an implant duration of 7 years, 11 months and is being evaluated for a valve-in-valve procedure. No other information was provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 19mm aortic valve was disabled via a valve-in-valve procedure due to stenosis reasons after an implant duration of 7 years, 11 months. A non-edwards transcatheter valve was implanted successfully.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.